Event description:
The capsular contracture is baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, h6, g.2.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "discomfort", "strong pain", "swelling", "inflammation", "bloody liquid between the prosthesis and the skin", "hematoma", "prosthesis became completely rigid" "capsular contracture" and "patient informs that is afraid". The device remains implanted.

Manufacturer narrative:
Corrected data: d.1., d.4., h.4.

Event description:
Patient reported left side "discomfort", "strong pain", "swelling", "inflammation", "bloody liquid between the prosthesis and the skin", "hematoma", "prosthesis became completely rigid" "capsular contracture" baker grade IV and "patient informs that is afraid". The device remains implanted.